Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier was clamped on the duct and became stuck. The applier was removed with a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.